Event description:
It was reported that a pharmacist and the patient experienced a screen interaction issue during a supply change on the ilet, where the device displayed drops and the ¿yes¿ selection could not be activated, consistent with a touchscreen or user interface responsiveness problem of the device¿s display/input component. Symptoms included no clinical effects. Outcomes included no impact on health, no medical intervention, and no hospitalization. Investigation included customer interview and troubleshooting. Investigation of this case revealed the issue resolved after restarting the ilet via the phone app, and the patient subsequently completed the supply change and initiated a firmware update. It was concluded that the event was attributable to a temporary user interface malfunction that was corrected by a device restart, with the device performing as expected after remediation.